Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports teeth are getting crooked after wearing retainers for two years. Patient states ill fit, sensitivity and an unspecified infection (no other details).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.